Event description:
Microbore extension set observed to be leaking at the green hub. Hub had a crack in it resulting the medication leak.

Event description:
Microbore extension set observed to be leaking at the green hub. Hub had a crack in it resulting the medication leak.